Event description:
The customer contacted beckman coulter inc (bec) to report a fluid leak on the lh750 analytical station. The customer was unable to determine/isolate the source of the leak. Patient sample results or treatment was not impacted by this event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No injury or death was reported in association with this event. On (B)(4) 2011, a bec field service engineer (fse) observed the tubing from the retic clearing solution pump (pm6) had been disconnected from the pump. The tubing would pop off due to pressure. The retic shear valve would not always lineup properly. When the pump tried to pump the retic clearing solution, and the shear valve was out of place, the pressure would pop the tubing off. Fse replaced tubing and the stained retic segment valve (cvl/93/128), which resolved the issue. Root cause for the leak was the shear valve not aligning properly and creating pressure that caused the tubing to come loose from the retic clearing solution pump (pm6).

Manufacturer narrative:
(B)(4).